Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 25 mg/dl. The customer treated with food. The customer stated that the pump rewound and gave her more insulin than it was supposed to. The customer checked the priming history and there was nothing. The customer was advised to review the priming technique. The customer stated that it was normal. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer was advised to monitor the pump.